Event description:
Revision surgery - the pt had pain in the knee; doctor could not confirm the cause. The surgeon exchanged the insert and found fibrous tissue between the joint.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 3.9 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was most likely due to fibrous tissue between the joint. There is no information reported that showed a material, design, or manufacturing problem with the product.